Event description:
It was reported that the t:slim x2 pump battery would not charge, and an alert 07 for power source was noted in the pump history. There was no reported impact to the customer¿s blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.